Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 28 mm annuloplasty ring, the ring was explanted and replaced with 26 mm ring of the same model due to mild mitral regurgitation of the 28 mm annuloplasty ring. No additional adverse patient effects were reported.